Event description:
Device was used for one treatment and started to fail, rebooted and reloaded device without success. No harm to patient on this incident. A new device opened and the treatment was completed.